Manufacturer narrative:
E1- initial reported phone number: (B)(6). The date of event is estimated.

Event description:
It was reported that the patient experienced an allergic reaction rash at the ipg site. Surgical intervention was undertaken wherein the system was explanted.

Manufacturer narrative:
Confirmation of system explanted due to ¿foreign body rejection¿ cannot be confirmed by the lab with product testing. The report stated that the patients physicians confirmed that the patient has metal allergies. The device had no anomalies and passed all tests on the ate (automated test equipment).